Manufacturer narrative:
Update: the type of reportable event changed from being a malfunction to a serious injury based on the new information received. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 lfc (hcp): additional information was received from the healthcare provider (hcp) on (B)(6) 2020 reporting that the cause of the multiple motor stalls was not determined so the patient's pump was replaced. The patient's issue was resolved at this time. The patient's weight was reported as 213 lbs at the time of the event. The current status of the defective device is unknown. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (12 mg/ml at unknown dose) and hydromorphone (25 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient had multiple motor stalls and recoveries. The caller did not believe there were any electromagnetic interference. No symptoms were reported. No further complications have been reported as a result of this event.